Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of system error, screen is dark. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally observed that appeared to be potential mineral deposits due to liquid ingress inside the iso port from the exterior of the device. A dust-like contaminant and what appeared to be dried liquid spots with potential mineral deposits was observed on the water tank lid, water tank seal, and water tank. The water tank pan appeared to have a possible corrosion to it. The exterior of the heater plate and top enclosure were observed to have potential mineral deposits due to liquid ingress on them. A dust-like contaminant and what appeared to be dried liquid spots with potential mineral deposits was observed on the ui display bezel. What appeared to be burn marks due to thermal damage was observed on the ui display bezel and the ui ribbon cable. A dust-like contaminant and what appeared to be dried liquid spots with potential mineral deposits were observed on the interior of the top enclosure, center enclosure, and iso port. The iso port was observed to have possible burn marks on it and heat damage likely due to a pca thermal event. The q3 component of the pca was observed to have thermal damage, likely due to liquid ingress to the pca. The issue of liquid ingress to the pca has been previously investigated as documented in CAPA 3376332. The pca was also observed to have corrosion to it, potentially due to liquid ingress. Potential mineral deposits and a dust-like contaminant were observed on the inlet/outlet seal and blower box cap. A dust-like contaminant and what appeared to be dried liquid spots with potential mineral deposits was observed inside the inlet of the blower box, on the blower, blower box, blower seal, heater plate, heater plate spring, and bottom enclosure. The brass nut of the blower was observed to have corrosion to it, likely due to liquid ingress. The device was scrapped. Pil was able to confirm the complaint of the device not powering on.